Manufacturer narrative:
Other, other text: b5: additional information received 16 august 2021 (email): no patient injury occurred. H6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was received in with a damaged front panel and the input/output label is worn. The input manifold is loose, and there's a dent on the top edge of the timing cap. The customer stated problem was not duplicated. Device functioned as intended and did not stop cycling at any time. The cause of the reported problem could not be determined. The manufacturing DHR is not relevant to the investigation as the allegation was not confirmed.

Event description:
Information received a smiths medical ventilators/pneupac ventilators parapac plus is not giving air flow to patient. No patient adverse events reported.